Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional performed an inquiry for warranty registration. Later healthcare professional reported "implant rupture", "gray-bluish capsule", "granulomas", "implant capsules", and "signs of chronic inflammation". This record is for the left side. Device was explanted.